Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff won't inflate. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint of cuff not inflating can be confirmed. The probable cause is due to a solvent application error. The inflation line was not exposed to airflow once it was assembled, which could cause an occlusion.